Manufacturer narrative:
Insulin pump passed the displacement test, rewind, self test, unexpected restart error test and the dat test at 0.08755 inches. No under delivery or over delivery anomaly noted. All operating currents are within specification. Off no power alarm functions properly. Insulin pump was unable to prime during prime test and alarmed motor error during basic occlusion test due to faulty force sensor resistance (gold). Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The motor was tested outside of the unit and passed. Insulin pump uploaded properly using carelink. Insulin pump had minor scratched display window, scratched case, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The wife was reported via phone call that they were hospitalized due to high blood glucose on august 19,2018 with blood glucose of over 600 mg/dl. The customer's current blood glucose is unknown. The customer did experience the symptoms such as dehydration. The customer was treated by insulin pump and intravenous insulin. The insulin pump will be returned for analysis.